Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump wasn't working at all. Her blood glucose was over 600 mg/dl for the past three days, she treated with manual injection. Once it dropped down to 42 mg/dl after the manual injection. For a month she has been in the 300 to 500 mg/dl range. Troubleshooting was performed for high blood glucose. She attempted to bolus and the device wasn't working, so she reverted to her back up plan. She also mentioned that when she fills the tubing the insulin pump gives an alert and she has to release the button and then presses it. She had removed the site several times and none of the cannulas were bent. The device alarm history had no delivery, low battery, and low reservoir alarms. She didn't have the clamp to perform high pressure test and felt the issues was with the insulin pump. She mentioned that one cannula she pulled out she had blood shooting out for about 30 minutes. She agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.